Event description:
It was reported that the alert triggered for the leads as a result of high impedance due to an apparent lead fracture. Therefore, the leads were capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: programmer s2d data file (B)(4) show two alerts for "rv defib lead impedance 151 ohms" and "svc defib lead impedance greater than 200 ohms" on (B)(4) 2012.